Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump has been alarming no delivery ever since he got it. The alarm seems to reoccur when the reservoir reaches half was of the insulin. Customer's blood glucose was unknown. Customer declined troubleshooting and requested the insulin pump to be replaced. Customer's has been experiencing high blood glucose but it might be due to his work related injury. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No unexpected excessive no delivery alarm was noted.